Event description:
It was reported that during an esophageal cancer resection procedure, after firing the cdh25, half of the staples were malformed. The surgeon hand sewed to finish the or. No pt consequence.